Event description:
The valve gets pushed down the hub. The device was replaced and the procedure was completed without incident. No lot number reported and device was discarded. No report of harm or injury.

Manufacturer narrative:
Device eval: the device will not be returned for eval/investigation. Root cause is under investigation. Merit determined on 11/11/2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 11/18/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 11/24/2010. No additional form 3500a reports will be filed for this event.